Event description:
According to the information received, the suction pump, part 2208011, sn# (B)(6), stopped working during a holep procedure. The reported problem caused the procedure to be cancelled after a delay of approx. 2 hours.